Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during the initial drain, while the hp was connected. The hp stated that the registered nurse (rn) did not prime the patient line prior to initiating the therapy. The technical service representative (tsr) explained the meaning of the alarm to the hp. The tsr had the hp cycle the power in order to clear the alarm. The tsr reviewed the proper procedures used when performing a peritoneal dialysis (pd) therapy with the hp as per the user manual. The hp was going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.